Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2013, due to fracture of the ceramic head. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, non-union, bone resorption, and excessive activity." Number 15 states, "ceramic head fractures have been reported."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left hip revision procedure approximately three years post implantation due to fracture of the ceramic head. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. It was reported in operative noted received that patient underwent a left hip revision procedure approximately three years post-implantation due to a fractured ceramic head. Medical report further noted fragments of the ceramic head within the anterior pseudocapsule and damage to the acetabular liner from the fractured head. During the procedure, the modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history and manufacturing records found no evidence of product non-conformance. Visual inspection of the returned device confirms the reported condition, as evidence of fracture and metal transfer from contact with metallic components are noted on the device. Evaluation of the fracture was not possible due to post-fracture damage. A conclusive root cause could not be determined based on the condition of the returned device.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2013 due to fracture of the ceramic head. The modular head and acetabular liner were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted the revision was due to a fractured ceramic head. Medical report further noted fragments of the ceramic head within the anterior pseudocapsule and damage to the acetabular liner from the fractured head.